Event description:
An account stated that the scale on this bed was weighing inaccurately.

Manufacturer narrative:
The scale weighing inaccurately has the potential to cause serious injury or death. The technician replaced the left head load beam in order to resolve the problem.